Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 10-104048 002150 m2a-t m/h rad 2hl shl 37/48mm, 11-163679 188940 28mm m2a hi carbon hd +3mm nk, unknown stem. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04972, 0001825034 - 2019 - 04975.

Event description:
It was reported patient underwent total hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to suspicion of pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.